Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving low reservoir warning when it was out. The customer's blood glucose was unknown. The up and down buttons were worn off. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No audio or beep anomaly button error alarm noted during testing. Device had unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button. Device had cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.